Event description:
Attempting to change my pump set this evening I ran into trouble with another syringe that would not fill the x2 reservoir. I filled the syringe with insulin, pulled any excess air out of the reservoir and attempted to fill it - I could not press down on the plunger, the syringe simply refused to fill the reservoir. I tried another reservoir, same problem - only when I swapped out the needle for another one was I able to complete the fill procedure. In the meantime my blood sugar jumped from 120 to 220. This is the second time a syringe needle has failed in this way. Please note my dissatisfaction with this quality failure and please send a replacement at your earliest convenience. Ref report: mw5154893.